Event description:
A ventilator was returned to the manufacturer for service alleging nurse call button missing and bad screen. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the complaint was confirmed. The device was not serviced and was not able to be tested due to damaged lcd. Additionally, the inlet air path assembly and removable air path foam was replaced per remediation. The customer has requested no repairs be made so the repair was not completed.